Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the u.s. All information provided is included in this event file. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: twiddlers syndrome. (B)(4).

Event description:
A journal article was reviewed where it was reported that four weeks after implant the patient presented to the emergency department with chest pain and shortness of breath. Chest x-ray and device interrogation revealed no sensing or pacing capture on the right ventricular (rv) lead or right atrial (ra) lead. At system explant it was discovered that the entangled leads were the result of twiddlers syndrome. The physician decided against repositioning the leads due to concerns with a recurrence of the causative behavior. No further patient complications have been reported as a result of this event.